Event description:
Wire driver on loan from hall surgical was used with a jacobs chuck adaptor (sn 257-2 hall 505319) during a bunionectomy. Minute metal dust fragments came from the function of the chuck and the wiredriver. Incision flushed copiously. Patient had received antibiotic (IV) pre-operatevely. Unknown potential effect on patient. Manufacturers representative p. Lombardi notified and inspected wiredrivers and adaptor. Found ridge of metal on wire driver where adaptor meets collet. Ridge filed by mr. Lombardi with metal grafite sandpaper and problem corrected. Handpiece (loaner) and adaptor sent to manufacturer for testing on 1/31/92.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor, device temporarily removed from service. The device was not destroyed/disposed of.